Event description:
Account manager said that he had received an email and in the email the account alleged that they had 5 pt falls the month of june. Account alleged that the ppm would set and did not alarm or the sensor opened up slowly, causing a long delay before alarm went off. Pt got out of bed then fell. Account knew of no injuries.

Manufacturer narrative:
Account found defective sensors. Account replaced the sensors to resolve the problem.